Event description:
Procedure: ladg -lap assisted distal gastrectomy. According to the reporter: during the case, cutting was dull and an abnormal sound was heard. The cord and transducer were replaced, but the cutting was still dull. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).